Event description:
The initial reporter stated they received a questionable glucose result for one patient tested with an accu-chek inform ii meter. At 9:48 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 108 mg/dl. Within 15 minutes of meter testing, a sample from the patient was tested in the laboratory, resulting in a glucose value of 158 mg/dl.

Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). Meter controls run on the day of the event were acceptable. The customer was sent replacement test strips. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The type of investigation coding has been updated.